Event description:
The customer reported to olympus, the video system center had no image when connected to various scope models. Some of the scopes work for about 5-10 minutes then loose image and just have a outline. The issue occurred during a diagnostic esophagogastroduodenoscopy procedure. This caused approximately a 30 minutes delay and then 5-10 minutes for the other 2 procedures. It happened during 3 different procedures. All 3 procedures were completed and the condition of the patient was not impacted. Related patient identifiers: (B)(6) & (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned and the root cause of no image could not be identified. Olympus will continue to monitor field performance for this device.